Event description:
Reportedly, delivery catheter got caught on one of the distal struts of the stent and took approx 30 mins to get unstuck. No pt injury or intervention taken as a result of this event.

Manufacturer narrative:
Device remains implanted. No device returned for evaluation.